Manufacturer narrative:
Physio-control evaluated the device and intermittently verified the reported issue. The device failed to deliver a shock approximately 8% of the time. Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. Physio further evaluated the removed main keypad assembly and observed a high switch resistance of the shock button. This high resistance caused the intermittent shock functionality reported during the event.

Manufacturer narrative:
(B)(4). Physio-control has performed an evaluation of the electronic patient record from the device and has verified that the reported issue did occur. It was also observed that the service indicator became illuminated when the shock was performed. A clinical evaluation of the reported event has determined that the reported issue may have contributed to the patient¿s outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device was used in the AED (automated external defibrillator) mode to treat a patient diagnosed in cardiac arrest. It was reported that, after the first shock was advised, the device failed to deliver the shock when the operator pressed the shock button. CPR was subsequently performed for approximately 2.5 minutes and the device was then used to perform another automated ECG analysis after which a 200 joule defibrillator shock was successfully administered to the patient. When the shock was delivered, it did appear to convert the patient to a non-shockable rhythm. The customer reported that the patient did not survive the event. No additional patient information has been reported.

Manufacturer narrative:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019- 001c is relevant to this reported issue.